Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Combination packs for menstruation (route vaginal, lot number 2012m6684, frequency and expiration date unspecified). After an unspecified duration, she noticed that some of the tampons fell apart while using and stated that she was able to use only few tampons. She also stated that the whole tampon fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Combination packs for menstruation (route vaginal, lot number 2012m6684, frequency and expiration date unspecified). After an unspecified duration, she noticed that some of the tampons fell apart while using and stated that she was able to use only few tampons. She also stated that the whole tampon fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The consumer provided a valid lot number with the complaint. The returned sample was not received as of (B)(4) 2012. A review of the complaint data associated with the breaks/falls apart and reportable pqc categories was performed and found no adverse trends involving the o.b. Combination packs and no trend involving this lot number. The device history record revealed no issues or nonconformance with the product or process. The retained sample was visually inspected and no nonconformance or manufacturing defects related to this complaint were observed. The analyst reviewed manufacturing process, design, package and product changes for all o.b. Regular, super, and super plus non applicator tampons for the period of (B)(6) 2010 to (B)(6) 2012. There was no evidence to support that the changes made were related to this complaint. Based on the investigation results, due to lack of complaint sample, acceptable documentation review and absence of trends, there was no evidence to confirm that the device failed to meet the specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 29-jul-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 16-nov-2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b. Combination packs for menstruation (route vaginal, lot number 2012m6684, frequency and expiration date unspecified). After an unspecified duration, she noticed that some of the tampons fell apart while using and stated that she was able to use only few tampons. She also stated that the whole tampon fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on 12-dec-2012. The consumer provided a valid lot number with the complaint. The returned sample was not received as of 10-dec-2012. A review of the complaint data associated with the breaks/falls apart and reportable pqc categories was performed and found no adverse trends involving the o.b. Combination packs and no trend involving this lot number. The device history record revealed no issues or nonconformance with the product or process. The retained sample was visually inspected and no nonconformance or manufacturing defects related to this complaint were observed. The analyst reviewed manufacturing process, design, package and product changes for all o.b. Regular, super, and super plus non applicator tampons for the period of 10-dec-2010 to 10-dec-2012. There was no evidence to support that the changes made were related to this complaint. Based on the investigation results, due to lack of complaint sample, acceptable documentation review and absence of trends, there was no evidence to confirm that the device failed to meet the specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on 22-jul-2013. The returned sample was received on 12-jul-2013. The inspection of the sample confirmed that no manufacturing defect or nonconformance that could be related to this complaint was observed. The complaint trend review was performed again. No adverse trend or lot trend was identified. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.